Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements reaching out of range. Rhythmcare discussed that there was limited device data to be reviewed. The most recent data was confirmed the average measurements were approximately 118 ohms. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.